Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged and the pump battery intermittently could not be charged properly. The customer's blood glucose level was "high" on cgm. Customer addressed the elevated bg with a correction bolus via pump. Customer continued to use pump for insulin delivery.